Manufacturer narrative:
During technical onsite visit the field service engineer (fse) checked the vacuum system, no problem was found. The system meets specification per service installation record. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments and one cancelled treatment. The energy was stable during treatment day. According to the missing information about the treatment details the related treatment cannot be identified conclusively. However the reported issue is probably due to the cancelled treatment. The review of the complete day shows the first two treatments (left and right eye of the same patient) were finished successfully without any issue. The third treatment at this day (od) was cancelled during docking procedure before laser fired without any reason: suction one was achieved, suction two was not achieved yet, then both vacuums were lost. It could be possible, that the patient moved or rolled his eye and so the suction was lost. The cancelled treatment of the right eye was restarted and successfully finished without any issue. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A facility representative reported suction loss during treatment resulting in an incomplete side cut. Additional information has been requested.